Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported sodium bicarb was infusing when the tubing separated from the texium valve at the component engagement. The texium remained connected to the patient. There was no report of patient harm.

Manufacturer narrative:
The customer's report of separation at the engagement between the tubing and the texium valve was confirmed. Visual inspection showed the distal male luer lock component was not attached to the pvc tubing end. The majority of the area did not have any presence of solvent, however there were solvent remnants on the tubing that indicated the tubing had been inserted to the proper depth. The tubing¿s outer diameter was measured and was within specification. Functional testing was not performed due to the damage. The root cause of the separation was insufficient solvent having been applied at the tubing engagement.